Event description:
Reportedly, during patient use, "pint failure" and "motor slow" alarms occurred. The ventilator stopped ventilating. The patient was manually ventilated and switched to another unit. There was no patient harm reported.

Manufacturer narrative:
(B)(4).